Manufacturer narrative:
Follow-up #1: date of submission 10/11/2017 device evaluation: the device has been returned and evaluated by product analysis on 09/19/2017 with the following findings: a review of the black box showed an unexplained power on reset. The battery compartment was cracked above and below the bumper pad. No moisture/corrosion was found in the battery compartment. The returned battery cap threads were stripped. The battery cap was unable to maintain an electrical connection. The reported power complaint was duplicated. A test battery cap was used to maintain an electrical connection. The test battery cap was used to complete 24 hour testing. No power on resets occurred. The pump cover was removed to find no evidence of internal moisture or damage to the power circuit. Unrelated to the original complaint, the display had a pink contrast.

Manufacturer narrative:
The pump has been returned to animas for evaluation. When investigation is completed, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment cracked and that there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.